Manufacturer narrative:
Evaluation summary: a visual examination was performed on the returned product. Distal end: no defect was found. Fiber is stripped and cleaved. Proximal end: optical sleeve surface was slightly pitted. Fiber is broken and separated 63 inches from proxmial end. Fiber appears to be mechanically broken. Length of distal end: 59 inches. Length of proximal end: 63 inches. Possible cause(s): fiber bent beyond maximum specified bend radius; fiber clamped with sharp object contrary to instructions for use.

Event description:
It was reported "not working well at operative end. Red glowing area 1 metre from machine and smell of electrical burning. Broke after 10 seconds." This information is documented as reported to trimedyne.